Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d16086 h13c11048, h13i06037, h13h20055, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; therefore, is unknown. The brand name and 510k have been provided in this MDR. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged five days later and was recovering from peritonitis. No additional information is available. This is complaint 2 of 2 involved in this peritonitis event.